Manufacturer narrative:
(B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "swelling", "lumps", "worried", and "tender" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects; the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional (hcp) reported patient was injected with 2 ml of juvéderm® voluma¿ with lidocaine in the zygomatic area and jawline, and 2 ml of juvéderm® volift¿ with lidocaine in the cheek, chin, and marionette area. Five months later, patient experienced an infected tooth, and presented with a lump in right cheek. On examination, the lump is "firm 1cm round non tender". Two weeks later, patient contacted and indicated they were "very worried as face is very swollen and tender." Hcp noted that swelling was present in "all areas [injected]". Hcp prescribed clarithromycin 500mg bd, ciprofloxacin 500 mg bd, doxycycline 100mg, antihistamines, and prednisolone 50mg. Symtoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00901 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.

Event description:
Healthcare professional (hcp) reported symptoms are "mostly resolved although [patient] still has some minor lumpiness around the corners of [their] mouth but it is not visible. However [patient] is still on prednisolone 5mg daily and 10mg montelukast, so we are currently possibly only holding it at bay. [Patient] does not want it dissolved at present." Patient is being seen weekly. Hcp states they "will attempt withdrawal of the steroids at some point." However the last time the steroids were stopped, "a couple of weeks ago, it started to flare up again."